Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces and also received with cracked case at the display window corner and cracked reservoir tube.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 322 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.